Manufacturer narrative:
It was reported that the compressor did not start. Our field service engineer has investigated the reported compressor on site. The transformer has been replaced to resolve the issue and sent back for investigation. The returned transformer has been tested in a compressor. It was possible to reproduce the reported issue. The compressor didn't start. A multimeter was used to measure the connections in the transformer it was noticed that there was an open-circuit in one of the connections. The conclusion is that there is an open-circuit inside the transformer which deviates from specification that caused the reported issue. There is a risk of stop of ventilation or too high oxygen concentration if the compressor stops during ventilation. If this happens, several alarms will be generated. The root cause for the open-circuit is not established in this investigation.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the compressor did not start. There was no patient harm. Manufacturer's ref. #: (B)(4).